Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, there are several possible causes for e006 error message, all of which are related to an increased resistance between the electrodes of the generator. If this reaches a certain limit, error e006 is triggered, indicating a non-conducting irrigation fluid. For safety reasons, the esg-400 will then restart. If the cause of the error persists, unlimited permanent restarts may follow. The device is in this case no longer usable. This error message is originally intended to warn the user in case irrigation solution of insufficient conductivity is used. Since the conductivity of the whole distance may also be affected by other influences, error e006 may be provoked in other cases as well. The following causes have been identified: tissue build-up on the electrodes. The instrument is in a gas bubble during activation. Increased contact resistance due to poorly or insufficiently connected contacts in the working element or the connection cable. Increased contact resistance due to defective contacts in the working element or the connection cable. Defective contacts in the working element may occur in particular if the instruments have not been plugged together correctly and the generator has been activated. A contact damaged in this way does not necessarily lead to an immediate failure during the next use, but it may deteriorate further, so that the error message described occurs at a later time. However, a definitive root cause for the reported event could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. Per information provided by the user facility, the intended procedure was completed with the same device.

Manufacturer narrative:
E1. Full establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf unit "esg-400" displayed error code e006. The issue occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.